Event description:
Used wrong device and insulin [wrong drug administered], ([hypoglycemic unconsciousness]), injected too much insulin [accidental overdose], were high for a couple of days [blood glucose increased]. Case description: medical device information: class iib. This spontaneous case from (B)(6) was reported by a consumer as "used wrong device and insulin; injected too much insulin; he went unconscious and blood glucose level was 1.6" and concerns a (B)(6) male patient using novopen 3 blue (device therapy) from an to unknown dates and novorapid penfill (rapid-acting insulin aspart) and levemir flexpen (long-acting insulin detemir) from unknown dates and ongoing for insulin-requiring type ii diabetes mellitus. Patient's height" not reported. Medical history includes type ii diabetes mellitus for 25 years and poor eyesight. On (B)(6) 2009, the patient realized, as soon as he had injected, that he had used the wrong device and insulin. The patient told his flat mate that he had injected too much insulin. The patient ate jelly beans, ate pasta with sauce and his blood glucose levels seemed to be okay. But suddenly his blood glucose level dropped and he went unconscious. His friend rang the ambulance. Ambulance attended, his blood glucose level was 1.6. Ambulance gave the patient two tubes of glucose 15 (gel-in-mouth), and then some orange juice. Ambulance stayed until his levels had risen. His blood glucose levels were then high for a couple of days until he stabilized again. The patient uses levemir flexpen and novorapid 3 ml penfill. His novopen 3 is a blue and green pen. The patient admitted that he does get confused between the two devices due to the coloring and he also has poor eyesight. The outcome was reported as recovered. Comment: reporter's alternative aetiology: not reported.